Event description:
It was reported that the patient presented at the emergency room due to irregular pacing. It was noted that noise was observed on the right atrial (ra) lead. Programming changes were made. The patient was discharged and to be monitored remotely.